Event description:
It was initially reported the device displayed an "air leak". Additional clarifying information received on 30may2019 stated there was no leak. As reported, "it was not 'air leak.' Just there was separated sheath and hub too easy (sic)." Additionally the device did make patient contact and the procedure was completed successfully with another device. No adverse event was reported.

Manufacturer narrative:
H6 - device problem code: corrected device problem code per additional information received. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Product returned : (B)(6) 2019 investigation - evaluation. A review of the complaint history, device history record, drawing, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complaint device was returned used and undamaged. A pull test could not separate the catheter from the hub. A leak test confirmed leakage between the connector cap and hub. The device was destructively disassembled in order to measure dimensions. All relevant dimensions were measured to be within specification except the number of hub threads showing. The device was confirmed to have been manufactured out of specification. Retraining was requested for the appropriate operators. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record for this lot was reviewed. The complaint lot showed one related nonconformance where five devices were scrapped due to incorrect torqueing. All nonconforming devices were scrapped, and all remaining devices in the lot underwent quality control activities such as visual examination of the number of adapter threads showing. Since this 100% inspection procedure is in place and no other complaints have originated from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical products: terumo guide wire. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was selected for use in a patient for an unspecified chest drainage procedure. As reported, "air leak has occurred in the connection between the catheter and mac-loc". It was also reported that this occurred prior to patient contact. At this time there is not a report of any adverse effects to the patient. As reported, the device did not make patient contact. Additional information regarding the event has been requested but is currently unavailable.